Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a date and time issue on his one touch ultra meter. The patient mentioned that the reported issue began at around 11:0pm on (B)(6) 2010. The following morning he developed symptoms which consisted of blurred vision and hungry. He did not seek any medical attention or contact his physician for assistance. This is not the first time the product was being used. The patient mentioned that the reported issue began after the battery was removed/replaced. The reported issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the date and time issue he was unable to test and the following morning developed symptom suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.